Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi has received the usm and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted ventral hernia tapp surgical procedure, the universal surgical manipulator 1 was exhibiting an error. The customer performed a couple emergency power off with no change to the reported event. The customer will continue the surgical procedure as a three arm system configuration. The procedure was completing as planed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no, the error was found when setting up the robot before the patient was brought to the operating room. This incident occurred prior to any patient coming to the operating room.

Manufacturer narrative:
Intuitive surgical inc., (isi) did receive the universal surgical manipulator (usm1) involved with this complaint to perform failure analysis. The usm1 was visually inspected and there was no evidence to be found related to the reported problem. The unit was tested on an in-house system and it failed in normal mode with error 32056. The unit was also tested on a pftp and the acg current test failed, pointing to yaw searchlight. Once testing was completed, yaw searchlight was aba tested, and it was verified to be the source of the fault. The probable root cause of reported failure is attributed to a sensor error with the yaw searchlight in the usm.

Event description:
Refer to h11 for follow-up information.